Event description:
It alleged that once inserted, the stylet was extremely difficult to remove. Deflation of the balloon was attempted however, it would not deflate. Inflation lumen was cut, catheter was straightened out, and balloon was deflated.